Manufacturer narrative:
No injury has been reported with this concern at this time. Further follow-up will be performed as necessary.

Event description:
(B)(6) from (B)(6) reported that the stool seat broke. (B)(4) from reliance medical products asked the customer how this happened and he stated, "I just sat down, leaned back and the seat snapped." He has several (B)(4) stools that they have purchased from reliance medical products over the years. The strange thing is that the person involved with this event is not a very large male, approximately (B)(6) pounds. The individual involved was not hurt due to this concern.